Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:38:20. During night drain cycle five, the patient's ultrafiltration reading was 1635ml, indicating the home patient (hp) drained 1635ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event logs. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a supplemental report will be submitted.